Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The physician expanded the initial incision site and retrieved the separated piece from the patient. There were no patient complications reported.